Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increase capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed rv lead dislodgement. The rv lead was repositioned successfully. The patient was in stable condition.